Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion pump was leaking. They noticed moisture around the medication bag and turned off the pump. The remaining dose was 75 ml, and they confirmed that no replacement was needed at that time. It was discovered that there was a hole in the long tubing of the cadd administration set, specifically located in the middle of the spiral outlet tubing. They disconnected the bag from the port, confirmed good blood return, and successfully de-accessed the port. There was no reported patient harm. The event occurred while in use.

Manufacturer narrative:
H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.